Event description:
Information was received that the patient was seen by a physician who noted that their vocal cords were fine. Then, the patient was seen by another physician who diagnosed the patient with left vocal cord paresis. No other relevant information has been received to date.

Manufacturer narrative:
D1. Brand name: lead model 304. D2. Type of device: lead. D4. Model #: 304-20. Serial #: (B)(6). Lot #: 7265. Expiration date (mo/day/yr): 07/06/2026. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the vocal cord paralysis was related to vns stimulation and that the patient will have their settings adjusted. No other relevant information has been received to date.

Event description:
Additional information was received noting the left vocal fold paresis is now probably related to the implant procedure, and not related to stimulation or the device. No other relevant information has been received to date.

Event description:
Left vocal cord paresis was reported for the patient. The event is noted to be probably related to implant procedure, stimulation, and device, and has not recovered / not resolved. Patient underwent diagnostic testing for the reported left vocal cord paresis, though the type of testing was not specified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.